Event description:
Customer reported erroneous access toxo igg (toxoplasma gondii immunoglobin g antibodies) test results were obtained for two pt samples when using the unicel dxl 800 access immunoassay system. The erroneous reactive test results were not reported out of he lab. Repeat analysis was performed with another methodology. The test results were non-reactive. The samples were also tested by a lab at beckman coulter, inc. And non-reactive test results were obtained. No reports of death or serious injury, and no affect to treatment as a result of this event. This is event 2 of 2 reported by this customer. An MDR was filed for each pt, as testing was performed on separate dates.

Manufacturer narrative:
Pt samples were received by beckman coulter, inc., and were tested before and after centrifugation to confirm customer's results. Pt's sample was tested on three reagent packs lots to evaluate lot to lot consistency. Pt samples were found negative for toxo igg before and after centrifugation with all reagent lots used for analysis. On (B)(4) 2009, the field service engineer evaluated the analyzer and an ultrasonics issue was noted on pipettor #4. A system check performed resulted within specifications. No further instrument/service info was supplied. It is unk what pipettor was used in association with the results for the two pts in the data table above were obtained. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-06341.